Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. When the pump was filled to be flow tested, leakage was observed at the filter of the pump. The filter was taped to prevent leakage, and flow testing was performed. The results of this flow test were within specification. Once this test was completed, the filter was un-taped and another flow test was performed and the solution leaking from the filter was collected. Over the course of the infusion, 25mls were collected due to the leakage. Although no leakage was reported by the user, if the pump was leaking at the same rate during the reported infusion, then the infusion would have finished 8 hours earlier than the nominal infusion time. The filter is a component purchased from an approved supplier. The supplier of the component has been notified of this report. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. Easy pump infusing too quickly. Approximately 8 hours faster than desired.